Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the hypotube had broken approximately 950 mm proximal to the exit port. The manifold/strain relief and portion of the proximal end of the hypotube was broken off and not returned. Several kinks were identified along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch guidewire was returned inside the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, a shaft kink occurred. The >90% stenosed lesion was located in the non tortuous left anterior descending artery (lad). Following predilation with a 2.0 x 20 mm maverick balloon and a 3.0 x 8 mm non-bsc balloon, the physician advanced the 3.0 x 38 mm promus element monorail stent delivery system (sds). However due to the tight calcification of the lesion the shaft of the sds kinked. The procedure was completed with a different device. No patient complications were reported, and patient status is stable. However, returned product analysis found a shaft break.